Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicates that surgical intervention was performed and the ra lead was surgically abandoned. The device remains in service.

Event description:
Boston scientific received information that this device detected high out-of-range impedances and oversensing of noise with no evidence of pacing inhibition on the right atrial (ra) lead. No adverse patient effects were reported. Lead remains in service and patient will be monitored.